Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture electronic assembly also, moisture was found on the motor during our visual inspection. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he jumped into fresh water wearing his insulin pump. When the customer got home, he removed the battery and placed insulin pump in rice to allow it to dry. He placed a new battery the following morning but the insulin pump kept alarming battery out limit. The customer was unable to clear the battery out limit alarm. Customer's blood glucose level was 196 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.